Event description:
A consumer reported that he has used this product for approx nine years and never had an issue. He purchased a travel sized bottle and following use his eye was irritated and sore. He saw an ophthalmologist who diagnosed him with an ulcer and infection. The consumer reported these problems were caused by his lens and the only change that he had made was this new bottle of product. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. (B)(4).